Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter was leaking between the adapter body and adapter sleeve. The leak was discovered during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted slight scratch marks on the external surface of the titanium adapter and sleeve not in the seal area. Functional testing was performed and found it was difficult to thread the titanium adapter onto the titanium adapter sleeve. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.